Event description:
It was reported the patient presented during post-op checks. Upon interrogation, it was discovered the left ventricular lead was not capturing. The cause was dislodgement of the left ventricular lead. The left ventricular lead was explanted and replaced. The patient was in stable condition.